Event description:
The customer's home health care nursing group called to report a back to back comparison of 481 mg/dl on the customer's meter and 76 mg/dl on the professional meter. The customer states she did not require any treatment and did not make adjustment's to her medication based upon the suspect result. Return requested and replacement was sent.